Event description:
It was reported that balloon rupture occurred. The target lesion was located in the external iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated two times, first inflation was at 10 atmospheres and the second inflation was at 0 atmosphere. However, during second inflation, the balloon ruptured immediately right after inflating. The procedure was completed with another of the same device and there were no patient complications reported.